Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump passed the prime and self tests. The mother did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.